Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. It was reported that implant malfunction, stuck on attachment. Zimvie received one (1) xifnt3210, (osseotite tapered certain implant 3.25 x 10mm) for evaluation. Visual evaluation / functional test was performed, mount wouldn't disengage from the implant. DHR review was completed for the subject lot number: 2023011129. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 2023011129 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional : does not disengage/release. The customer did not submit images for the reported event. Based on the investigation and risk management file review , the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The mount wouldn't disengage from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation h3 other text: investigation results.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during clinical procedure the implant malfunction and got stuck on attachment.